Event description:
It was reported that the tm at site and they had received multiple 113(reduced water temperature control) alerts. Arctic sun device was turned off and rep was trying to trouble shoot probe issue and 113. Esophageal 37.4c foley 38.4c, patient temperature (pt) was registering 37.5c, targeted temperature (tt) was 36.5c, 4 pads connected to adult patient. Restarted therapy, system diagnostics were outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 13.3c, inlet temperature (t3) was 14.6c, chiller temperature (t4) was 11.3c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) 80 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13785.7, pump hours were 11310.8. Patient temperature (pt) beginning to fluctuate again, representative was going to troubleshoot temperature connections and call back if alert returns. Advised if alert 113 (reduced water temperature control) was given during cooling, it denotes there was a functional issue with the device. Tm troubleshooting alert 113 (reduced water temperature control). They just replaced the temperature in cable and confirmed they were getting a stable patient temperature now. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36.5c, water temperature (wt) was 8.3c, flow rate (fr) was 2.8lpm, chiller temperature (t4) was 6.5c, mixing pump command (mpc) was 100 percentage. Advised they will need to get another device, and stated they did not have one available. Advised the water temperature (wt) was still cold, they can continue to use it until they locate another one, but they will need another device. They will help them try to locate one.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temperature cable. It was noted that there were unstable patient temperature readings. They just replaced the temperature in cable and confirmed they were getting a stable patient temperature now. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tm at site and they had received multiple 113 (reduced water temperature control) alerts. Arctic sun device was turned off and rep was trying to trouble shoot probe issue and 113. Esophageal 37.4c foley 38.4c, patient temperature (pt) was registering 37.5c, targeted temperature (tt) was 36.5c, 4 pads connected to adult patient. Restarted therapy, system diagnostics were outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 13.3c, inlet temperature (t3) was 14.6c, chiller temperature (t4) was 11.3c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) 80 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13785.7, pump hours were 11310.8. Patient temperature (pt) beginning to fluctuate again, representative was going to troubleshoot temperature connections and call back if alert returns. Advised if alert 113 (reduced water temperature control) was given during cooling, it denotes there was a functional issue with the device. Tm troubleshooting alert 113 (reduced water temperature control). They just replaced the temperature in cable and confirmed they were getting a stable patient temperature now. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 36.5c, water temperature (wt) was 8.3c, flow rate (fr) was 2.8lpm, chiller temperature (t4) was 6.5c, mixing pump command (mpc) was 100 percentage. Advised they will need to get another device, and stated they did not have one available. Advised the water temperature (wt) was still cold, they can continue to use it until they locate another one, but they will need another device. They will help them try to locate one.